Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to fracture of the ceramic femoral head. Possible cause or contributor to femoral head fracture not reported to rep. The ceramic head and a poly liner were revised to a v40 metal head and poly liner. Rep confirmed there are no allegations against the liner, and reported that no further information will be available.